Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On 6/5/2024, a sales representative reported via (B)(4) that an ar-12990 knee scorpion needle broke off inside the instrument, so a new needle would not pass through it. This was discovered during a procedure, and no patient harm was reported. Additional information was received on 6/11/2024: all pieces of the needle were contained in the housing of the ar-12990 knee scorpion and were removed. There was no delay in the case. This was discovered during a meniscal root repair procedure on (B)(6) 2024. The case was completed using a suture lasso. No adverse effects on the patient reported.

Manufacturer narrative:
Complaint allegation is confirmed. One unpackaged (unknown part number) was received inside an ar-12990 knee scorpion batch number 15214316 for investigation. Functional testing was performed on the returned ar-12990 with an ar-12990n, batch number: 11127125, and it was found that the needle could not be fully inserted. The most likely cause for the reported failure can be attributed to user error of the device due to excessive force being used during the firing of the needle thus, breaking the needle and causing a blockage within the shaft. Dfu-0392-sub-eo warns against the usages listed to help avoid needle breakage and potential patient injury.